Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving elevated blood glucose readings of 189 mg/dl on average compared to ¿158 mg/dl¿ obtained on the lab device. This complaint is classified according to the documentation of the customer care advocate. The incident reportedly began on (B)(6) 2013. According to the patient, he obtained the alleged elevated blood glucose at around 8 am. Within 4 hours, the patient developed symptom described ¿sweat.¿ at 10 pm, the patient managed his diabetes with 60 units of lantus. During troubleshooting, the patient indicated that the meter to lab comparison was more than 30 minutes. The unit of measurement was set correctly. To compare meter to lab result, the readings should be taken within 30 minutes per lifescan¿s criteria for accuracy comparisons. This complaint is being reported because, the patient had symptom suggestive of hypoglycemia while the patient managed her diabetes with the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.